Event description:
A pd nurse from a user facility has reported that a peritoneal dialysis pt notified her that solution is leaking out of the drain line and pt tube during treatment. Pt awoke in the morning and found solution had leaked through what looked to be pin holes in the pt tube and drain line. Pt states that she rec'd prophylactic antibiotics as a precaution. She has had no ill effects. Effluent has remained clear. Pd nurse reports pt has not expressed or demonstrated any ill effects. The pt successfully continues with pd therapy with no other known ill effects. There is a sample available for eval.